Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was successfully deployed; however, there was difficulty removing the delivery system. The stent was pulled out and was removed together with the delivery system. The procedure was completed using a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. The stent was received fully deployed. Visual examination of the returned device found the outer clear sheath kinked. Functional examination was performed by inserting a guidewire and resistance was felt at the part of the outer clear sheath where a kink was found. No other problems were noted to the stent and delivery system. The reported event of delivery system difficult to remove could not be confirmed because this failure occurred during the procedure and could not be functionally/visually verified. Based on the available information, the investigation concluded that the reported events and observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled such as manipulation of the catheter, demonstrating excessive force during handling/usage and/or forcing the device against significant resistance, could have limited the performance of the device and contributed to the reported events and observed failure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on august 23, 2022, that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was successfully deployed; however, there was difficulty removing the delivery system. The stent was pulled out and was removed together with the delivery system. The procedure was completed using a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.